Event description:
It was reported that during a percutaneous coronary intervention procedure deflation difficulties occurred. While the advantage 26 device was being used it was noted that it leaked contrast media onto the yellow button of the encore26 inflation device which was then unable to deflate for about five seconds. It was noted that the balloon inside of the patient was able to be deflated without any difficulties. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".